Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that warnings were noted for undefined high impedance in both configurations on the right atrial (ra) lead. Variable impedance, noise and high thresholds were also noted. A possible lead fracture was noted. The lead remains in use. No patient complications have been reported as a result of this event.